Manufacturer narrative:
The customer's report was observed by a zoll field representative while onsite during initial testing. The device was recertifed and returned to use. Without return of the device and electrode pads, root cause could not be firmly establihed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing,the device does not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.